Event description:
Patient reported there's no mist and doesn't think medication is being administered. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Indication: chronic obstructive pulmonary disease, unspecified.